Manufacturer narrative:
A partial lead measuring 64.0 cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right atrial lead was removed and replaced due to dislodgement. No further information was available.

Event description:
New information reported that the lead had dislodged during a pulse generator upgrade procedure. No patient symptoms were reported.